Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr us 4.50 x 32 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found a break located at 20.2 cm distal from the distal end of the strain relief. Multiple hypotube kinks were noted along the length of the hypotube shaft. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 4.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the insertion, the shaft of the delivery system broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 4.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the insertion, the shaft of the delivery system broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.